Manufacturer narrative:
Product event summary : the partial delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned without the dilator. Visual inspection found there was severe damaged. It appeared an improper slitting on the hub, and there was several spiral slitting on the shaft, damage during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of the left ventricular lead, the hub of the catheter could not be slit. Two slitters were attempted and then scissors were used. It was noted the lead did not dislodge. No patient complications have been reported as a result of this event.